Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked through a hole in the tube. The reporter stated that this was noted during infusion when a nurse observed a ¿pool¿ of blood on the floor. The amount of blood loss was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided in device evaluated by MFR? And evaluation codes. The device was returned; however, due to the condition of the sample no analysis could be performed. The sample was discarded. Should additional relevant information become available, a supplemental report will be submitted.